Manufacturer narrative:
(B)(4). Baxter product surveillance (bps) spoke with the care giver (cg) on (B)(6) 2012. She stated that she could not recall anything unusual about the supplies. There were no samples available and she did not remember the lot number. The cg reported that the patient was in a lot of pain during the event. The patient's therapy has been going well since.

Event description:
The customer contacted baxter's service center regarding a check your position alarm which occurred on the home choice (hc) during use during fill 1. The home patient (hp) stated that the patient line was full of air and he was not sure what to do. The technical service representative (tsr) then explained to the hp to end therapy and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the registered nurse on (B)(6) 2012. She stated that the patient had not reported this issue to her. She stated that the patient was continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.